Manufacturer narrative:
Product analysis: the product specimen has not been returned for device analysis. Conclusion: multiple attempts to request product return have been made; however, these attempts have been unsuccessful. Without return of the product, no definitive conclusions could be drawn regarding the clinical observation. Should the device be returned or additional information become available, a supplemental report will be submitted.

Event description:
Medtronic received information that one year, nine and a half months following implant of this bioprosthetic valve, this valve was replaced with a bioprosthetic valve due to stenosis and elevated gradients. Prior to the replacement procedure, the patient presented with shortness of breath, but denied symptoms of chest pains. Upon visualizing the aortic valve in situ, the physician noted "there was white thrombosis of all three leaflets." A small, intra-operative injury to the right ventricle was remedied using a pledgeted stitch. No other adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A review of the device history record (DHR) was performed; this device was manufactured per approved and released manufacturing processes and met all applicable manufacturing specifications prior to release for distribution. Based on the operative report, the stenosis / high gradient are probably due to restrictive leaflet movement which cause by the thrombus. Without the product return, a conclusive cause of the stenosis / thrombus cannot be determined. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.